Event description:
It was reported to medtronic minimed that the customer experienced damage crack on the pump and found water inside it. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and found damage near the power button and diagonal to where the battery housing is on lower part of the pump, belt clip rail, display screen. It was also found that the center key would not respond to select icon. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank flashing white display. Unable to verify keypad/button unresponsive/button error alarm or perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. No moisture damage on the keypad traces noted. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, cracked case along the side of the battery tube, scratched case and minor scratched lcd window. Blank flashing white display due to moisture damage electronic assembly. Keypad/button unresponsive/button error alarm was unknown. Exposed to moisture was confirmed on the pcba 1, pcba 2 and force sensor. Cosmetic damage confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.